Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited false atrial fibrillation episodes that were incorrectly diagnosed. No interventions was made. The patient was stable in condition.